Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error, act buttons was sticking, insulin pump become non responsive, rewind was slower and insulin pump rejecting the new batteries also random no delivery alarms. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and rewind anomaly noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test, unexpected battery power loss and frozen screen noted. Device received with broken battery tube thread noted. (B)(4).